Event description:
The customer reported that the sys was unable to perform fluoroscopy, no video signal. This resulted in a loss of imaging functionality. This could cause the delay or cancellation of a procedure. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The camera, video controller board, image processor board, high voltage cable and the fuses were replaced during the service call. The system was tested and found to be working as intended and put back into service.